Event description:
(B)(4). It was reported that the the staff in the itu inadvertently allowed a large amount of water to run back into the inspiratory port of the ventilator, causing the printed-circuit(pc) boards to become contaminated with fluid. This resulted in a generation of a technical error indicating a system communications failure. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our investigation into this complaint is now finalized. It was reported that a the staff inadvertently allowed water to flow into a ventilator, resulting in the generation of a technical error indicating an internal communication failure. Our field service engineer (fse) was dispatched for investigation of this matter. The fse reported that after replacing two printed-circuit boards (pcb's), the main back-plane and pneumatic back-plane pcb's, the system passed all functional and safety tests. Pictures of these pcb's were received, and examination of them clearly showed evidence of water exposure. The customer reported that water accidentally entered through the inspiratory outlet, but the circumstances of how this happened has not been provided. It is our conclusion that, the ventilator was not used according to its instructions for use, and that this is the root cause for the reported failure.

Event description:
(B)(4).